Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4). .

Event description:
It was reported from the office of the center for sleep apnea & tmj that a silent nite appliance experienced breakage. Reportedly, the lower tray broke in half while in the patient's mouth during the night. The patient was reported as a 73-year-old female with excellent oral hygiene. The appliance was delivered on 08/13/2025. The patient presented with the issue on 06/11/2026 and discontinued use of the device on the same date. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. No further information was reported.